Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received error code 260.4130. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 03/28/2013 to 12/23/2020 and note that this device has been returned for service two times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board also, there were no production failures indicated on the source device.

Event description:
It was reported that the device received error code 260.4130. There was no patient involvement.